Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, high ventricular rate episodes were observed. Provocative testing was completed and the noise could not be reproduced. Technical support reviewed the session records and suspected possible lead damage. No intervention was performed at this time, the patient was stable.